Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. However, considering that there is a previous confirmed complaint for this code-batch regarding the same issue, we consider this complaint as confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Final conclusion: taking into account that there is a previous confirmed complaint of the same code-batch and regarding the same issue, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The customer reported that the needle was not attached to the thread and therefore, unfortunately, it could not be used. There are 7 defective sutures in the box. No further information has been received.